Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the device found that the posterior foot was broken off and not returned. During the internal examination, the control wire was found bent that the proximal end indicating the lever and foot deployment encountered excessive resistance during deployment. These finding are consistent with the reported deployment out of sequence. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. No manufacturing or quality inspection issue was detected. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly tortuous right femoral artery after an interventional procedure. Reportedly, after pushing in the needle plunger, the lever was lifted to deploy the foot, but the lever could not be moved. The operator realized he was inadvertently reversed the deployment sequence, and attempted to pull out and remove the needle plunger. During an attempt to remove the needle plunger, the needle plunger came out 3cm, but stopped. A little additional force was applied, but the needle plunger stopped after 1cm. The physician managed to pull out the whole needle plunger, but the suture link was not tagged with the plunger. The physician thought that it might be tagged with the short suture link, but he didn't have confidence about that. It was believed that a needle to cuff miss occurred. The foot was parked, but the device could not be removed. Because the three sutures were tangled, one suture was cut, enabling the device to be pulled out. One of three sutures was outside the body from the puncture site. When the device was removed, the lever was lifted to check the foot, which revealed that the posterior portion of the foot was broken off and missing. Using ultrasound, the posterior portion of the foot was found inside the body. The detached posterior portion of the foot was surgically removed. There were no reported adverse patient sequelae. Though requested, no additional information was provided.